Event description:
Reportedly, this device was explanted due a massive central jet. Upon explant of the valve, the surgeon stated that one of the leaflets on the valve appearing to be stiffer than the others.

Manufacturer narrative:
Device not yet evaluated.